Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A review of the service history determined there was no indication the reported issue was related to prior service activity within the review period. Visual inspection and functional testing were performed, which identified excessive grease on the timing valve and bi-stable valve as the cause of the malfunction. Both valves were cleaned, and the timing valve remediation o-ring was replaced. Following these actions, the device functioned as intended.

Event description:
It was reported that the unit did not allow patients to exhale. The event occurred while in use with a patient. There was patient involvement and no patient harm.